Event description:
The pump was returned for investigation. Investigation revealed a display failure and a defect with the keypad contacts and flex. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/18/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The keypad contacts were missing from the pump and the keypad flex was peeling up. The keypad cover had been returned peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).